Event description:
Rptr stated on back-to-back tests, comparing her meter to the nurse's meter, she received a 67 mg/dl, and the nurse's meter read 297 mg/dl. Rptr also stated blood used was from same fingerstick. Rptr had no symptoms. Control solution reading was 107 (89-133) mg/dl. Rptr added that she used too much blood on her teststrip.